Manufacturer narrative:
(B)(4). Other device used: catalog #735401103, natural stem, lot #unk; catalog #536000053, converge shell, lot #unk; catalog #437632053, epsilon durasul liner, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing right hip and leg pain.

Manufacturer narrative:
No devices or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. Device history records were not reviewed as the lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No applicable patient history is available for review. A definite root cause cannot be determined with the information provided. These devices are used for treatment.